Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned and was discarded; therefore, a return sample evaluation is unable to be performed. Erosive duodenitis is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in france underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced a bulbite and erosive esophagitis at the level of the duodenum. On (B)(6) 2019, the peg-j tubing was removed and replaced. When the tubing was removed, it was covered by a calcified coat.